Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2026 in which the ipg was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported that following an MRI where the device was placed into MRI mode, the patient lost their patient controller and is unable to disable MRI mode. Troubleshooting is still pending to resolve this issue. Further intervention may be pending.

Manufacturer narrative:
Correction: this device is not connected to the service app fsca as previously reported.

Event description:
A retrospective review indicates this event is connected to the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.